Event description:
Information from the field notes that during a trans- telephonic follow-up, ventricular oversensing was observed. The oversen sing could not be clinically duplicated during provocative movements. The patient was fitted with a holter monitor and the results came back demonstrating normal operation.~~